Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. Surgery to replace the magnet has been completed on (B)(6) 2022.